Event description:
See initial report.

Manufacturer narrative:
Complaints database review pointed out that one similar issues was submitted for this unit since its installation in 2013 (2017-01950). Based on the available information and taking into account the review of similar events, the most likely root cause of the reported issue is associated to pumps/bridges damaged by corrosion. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (causes related to environmental conditions) with the possible contribution of the disinfection procedure. This led to electrical damage of cpu board too. The wearing of electromechanical devices can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: temperature on patient side remained at about 25 degrees and did not come down or go up. In order to solve the issue, the complete patient bridge was replaced. In addition, due to a water leak found from the mixing block of the cardioplegia side, also the complete cardioplegia bridge was replaced. Due to this replacements, processor board was replaced and temperatures re-calibrated. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t did not cool on patient side. The issue occurred during procedure. There was no patient injury.